Event description:
The hcp reported that it was unknown if the patient had meningitis. No symptoms were reported by the hcp and the patient did not have drug withdrawal.

Event description:
The hcp reported that it was unknown if the patient had meningitis. No symptoms were reported by the hcp and the patient did not have drug withdrawal.